Event description:
It was reported that, "doc. Reamed than broached. He saw the stem subside 5-10mm. He thinks there is a mismatch b/t broach and stem."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.